Event description:
Caller reported that a malfunction occurred on the pump, identified by a specific malfunction code. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue recurred.